Manufacturer narrative:
Based on the information available, device is evaluated at customer site and identified the cause of reported issue is due to defective capacitor assy. Device is working fine as per manufacturer's specifications after replacement of defective capacitor assy. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device failed the operational test. There was no patient involvement.